Event description:
The physician deployed a 2.5 mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the large om2 that was pre-dilated; however, after it was implanted, it was reported that the stent was seen in the final shots of the angio to be shifted from the om2 towards the circumflex and that a stent fracture was clearly visible. It was reported that the physician thought this event was due to the balloon and it may have got stuck in the struts and pushed them apart toward the proximal end. No patient injury occurred and no clinical sequelae were reported. Cine image review: the procedural images confirm the successful positioning and deployment of the stent. Subsequent images, post deployment of the stent with a shorter balloon device, confirm that a portion of the proximal end of the stent appears to have been distorted and elongated back into the lcx. There was no evidence of material or stent weld breakage on the images provided. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and stent migration). Caused by another device (the catheter). Conclusion: inherent risk of procedure (stent deformation and stent migration). Another device caused the failure (the catheter). (B)(4).